Event description:
In this case, it was reported that the valve was implanted then explanted after weaning the patient off cardiopulmonary bypass due to av dissociation. The prosthetic valve was discarded. The surgeon confirmed that there was no malfunction or quality deficiency of the edwards valve. No other details provided.

Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In this case, the surgeon elected to replace the valve with another bioprosthetic valve; same model/size. It was noted that there was no malfunction or quality deficiency of the explanted valve. The device was discarded. Unfortunately, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.